Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25132445, 25132523 and 25132483 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. It is unsure if the device is being released by the risk management department. If the device is released and received, the complaint case will be reopened and investigated. A follow up MDR will be sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during an endoscopic vein harvesting procedure it was reported that the device activated and remained activated without shutting off when the toggle switch was released. A the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during an endoscopic vein harvesting procedure it was reported that the device activated and remained activated without shutting off when the toggle switch was released. The hospital did not report any patient effects.